Event description:
It was observed that during the device evaluation, the videoscope exhibited the curved rubber adhesive was missing and noise was occurring in the image due to wear on the electrical contacts at the video connector. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, cause was not established for the curved rubber adhesive missing and noise occurring in the image due to wear on the electrical contacts at the video connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.